Event description:
Us customer contacted cepheid to discuss a discrepant result using xpert xpress cov-2/flu/rsv plus. Customer collected sample on (B)(6) 2024. Customer is unsure if the patient was showing any symptoms at the time of collection. Customer processed swab per pi and ran this sample on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a/flu b negative, rsv negative. This was reported to the physician. The customer sent this sample to another facility on the same day, (B)(6) 2024 and it was run on biofire. This resulted in rsv positive. This was also reported to the physician. Customer is not aware of any deterioration of health because of this discrepancy. Customer stated that the send out of the sample and retest on biofire was requested by the physician. Sample was stored at room temperature in between both tests.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result using xpert xpress cov-2/flu/rsv plus. Customer collected sample on (B)(6) 2024. Customer is unsure if the patient was showing any symptoms at the time of collection. Customer processed swab per pi and ran this sample on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a/flu b negative, rsv negative. This was reported to the physician. The customer sent this sample to another facility on the same day, (B)(6) 2024 and it was run on biofire. This resulted in rsv positive. This was also reported to the physician. Customer is not aware of any deterioration of health because of this discrepancy. Customer stated that the send out of the sample and retest on biofire was requested by the physician. Sample was stored at room temperature in between both tests. Review of xpert xpress cov-2/flu/rsv plus test data shows no targets detected and normal internal control. However, slight weak amplification is observed for the rsv analyte. No evidence of production malfunction likely root cause is sample with viral rna concentration at or below the limit of detection (lod), potentially confounded by differences in lod between cepheid and biofire tests. After multiple attempts, cepheid was unable to make contact with the customer for further follow up. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.